Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency-resection electrode distal end was burned or melted. The issue occurred during a preparation for use and the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the electrode was used several times by the user. The reported event was likely due to reserialization of a single use device and wear/tear (the loop at the distal end of the electrode wears out during use and can break, burn or melt). Olympus will continue to monitor field performance for this device.